Event description:
It was reported that the device had issue with force sensor during testing. There was no patient involvement. The evaluation of the device event history log was found the force sensor error.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a force sensor test error. The device was visually inspected. A plunger pcb has excess glue was identified. Replaced force sensor and plunger pcb. A functional test was performed, and the reported issue was confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period.